Event description:
Customer reported a blood glucose result "in the 480's" mg/dl and 55 mg/dl within 10 mins on the compact plus system. Customer reported no symptoms, did not treat or act on the results. No adverse event reported. A request was made for the return of the system, replacement was sent.